Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Crease/folding of implant and wrinkling: crease fold observed on the device. Use error: observed an opening on anterior assessed as fold flaw opening. Rupture-ndr: not applicable as the event is not related to the device. Additional observations: stress marks and wear abrasion observed on the device. Brown particles observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side "capsular contracture possible baker grade iii/IV, really hard, tightening, when touches bottom of breast feels ripples and is not smooth, opened, big knots, feels a fold, feels like something that's not supposed to be there, scar tissue". Later, healthcare professional reported left side capsular contracture baker grade iii/IV and the following events that are not device related: "but it was "nicked" during explant surgery, so there is a small puncture" and "punctured when removed". Healthcare professional also reported rupture that is not device related. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Patient reported left side capsular contracture possible baker grade iii/IV, really hard, tightening, when touches bottom of breast feels ripples and is not smooth, opened, big knots, feels a fold, feels like something that's not supposed to be there, scar tissue. Device remains implanted.

Event description:
Healthcare professional, additionally reported, capsular contracture, baker grade iii/IV. But it was "nicked", during explant surgery. So, there is a small puncture. Healthcare professional, also reported, rupture. That is not device related. Device has been explanted.